Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. The sensor plug was properly seated. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were not observed . Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. This issue is not confirmed to use due to no insertion failures, which is evidence that user did not activate the sensor. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "incompatible sensor" message on the adc device and was unable to obtain readings. As a result, customer experienced hypoglycemia and a seizure, however there was no report of treatment from a third party and was able to use mints as treatment. No further details were provided. There was no report of death or permanent injury associated with this event.

Event description:
A webform complaint was received in which it was reported a customer received a "incompatible sensor" message on the adc device and was unable to obtain readings. As a result, customer experienced hypoglycemia and a seizure, however there was no report of treatment from a third party and was able to use mints as treatment. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section(s) updated as follows: d1: updated to freestyle libre 14 day from freestyle libre 2.

Event description:
A webform complaint was received in which it was reported a customer received a "incompatible sensor" message on the adc device and was unable to obtain readings. As a result, customer experienced hypoglycemia and a seizure, however there was no report of treatment from a third party and was able to use mints as treatment. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.